Event description:
It was reported that during an ileocecectomy procedure that the surgeon clamped down on tissue when the gun began to erratically articulate on its own. Device was opened then re-clamped on to tissue where it again erratically articulated on its own. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2023 d4: batch #229c67 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with no reload. During analysis the device was fired into no cartridge lockout. When this was done, instead of advancing the knife, the device articulated in each direction while providing the haptic feedback indicating lockout engagement. The device was unable to be test fired due to the condition. The device was disassembled and the shifting mechanism was noted to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what caused the damage to the shifting mechanism. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 229c67, and no non-conformances were identified.